Event description:
It was reported by the physician at the hospital that the patient passed away on (B)(6) 2013 due to drowning. The relationship of the patient's death to vns is unknown by the physician. The patient lived in a distance location from the hospital, so the physician heard of the patient's passing via an email from a physician in the local neighborhood of the patient. The patient reportedly had about a 50% reduction in seizures with vns therapy. The manufacturer's nurse reviewed the available information which showed that sudep cannot be ruled out as a causal factor. It is unknown where the location of drowning occurred. Attempts for additional information were unsuccessful, as there was only limited information available since the patient lived in a remote location from the treating hospital. It is unknown if the vns devices were explanted after death.